Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no further patient information is available.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no further patient information is available.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.